Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. The device was not returned even after multiple attempts. This event is reported solely on the information provided by the customer. An investigation of similar complaints revealed several potential causes, including damages to the alarm sensor receptacle or contamination issue with the printed circuit board. Damage to the sensor receptacle can cause the pins inside to become stuck down, either triggering no alarm or false alarm. A review of the unit¿s device history record (DHR) did not reveal any issues that could have contributed to the reported incident. The device was shown to have passed all verification testing and met manufacturing specifications prior to being released for distribution. Being that the device is over two years old, it is likely the cause is expected normal wear and tear. Without the return of the device reported issue could not be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4). Product will not be returning.

Event description:
Customer reported the alarm does not sound when the patients weight is removed from the sensor pad. The date the issue was discovered is unknown and no patient incident or injury was reported.